Event description:
It was reported that multiple cartridge alarms 1 occurred during basal delivery. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.